Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR. Report#: 1627487-2018-06863. It was reported (france) the patient was treated for an infection along the lead site and ipg site. The patient was treated with antibiotics which resolved the issue.